Event description:
The customer reported that their pump's screen was dark and would not turn on. There was no adverse impact on the customer¿s blood glucose level. Troubleshooting indicated the pump button was not working. The customer reverted to an alternate method of insulin therapy.